Manufacturer narrative:
The 510 (k) # is k093745.

Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan from (B)(6) alleging a does not turn on power issue with a one touch verio meter. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The meter was replaced. The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the meter was tested and the alleged complaint could not be confirmed. However, a secondary issue was observed where the pcb contamination was found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. Based on the information provided, this complaint is being reported due to the following conclusion: pcb contamination was found with the evaluation of the subject meter. There is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.